Event description:
Indication for procedure: pt had coronary artery disease in three vessels. There was 95% occlusion of the lad, moderately calcified. The pt refused CABG. Procedure details: the doctor had chosen the 0.9 elca as there were some bends in the vessel. Low energy and pulses were used, 30/40, with the cvx-300 laser system. There was slow advancement with ns flush. The lesion was a challenge for the guide wire and the doctor had minor difficulty getting to the area of the lesion. It was possibly more calcified than readily seen on the angiogram. The decline in the pt's status was noted by dye extravasations including chest pain and hypotension. There was an acute rupture/perforation of a coronary artery. The location of the injury was left coronary, medial, lad at the first diagonal branch. Intervention consisted of CABG surgery around the calcification/blockage. Pt status: after surgery, the pt was doing very well with no further problems.

Manufacturer narrative:
Analysis: the customer did not return the device. The reason for not returning the device was that it was believed that the device did not fail nor did it function improperly. A review of the device lot history record revealed no issues or non-conformances that would contribute to the reported adverse event.